Event description:
On (B)(6) 2012, the reporter called animas alleging that over several weeks, multiple keypad buttons have become less responsive when pressed and is getting worse. The patient is reported to wear the pump underneath clothing against the body in a protective case and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. All of the other keys responded appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted keys were observed. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.